Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis and metrorrhagia. Concomitant products included ibuprofen. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), feeling abnormal ("fog head, brain fog"), vaginal haemorrhage ("vaginal bleeding"), pain of skin ("rashes or skin conditions type: pain"), pruritus ("itchy"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), gait disturbance ("neurological conditions or proble: balance issue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), pain ("body aches / stinging feeling"), hypoaesthesia ("numbness,") and mood altered ("mood changes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with unilateral salpingo-oophorectomy - right). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, hot flush, feeling abnormal, vaginal haemorrhage, pain of skin, pruritus, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, gait disturbance, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, diarrhoea, pain, hypoaesthesia and mood altered outcome was unknown. The reporter considered bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gait disturbance, headache, hot flush, hypoaesthesia, menorrhagia, migraine, mood altered, nausea, pain, pain of skin, pelvic pain, pruritus, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: successful mechanical obstruction of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporter information was added, new events "neurological conditions or problems type: balance, brain fog, numbness" were added. Severity of event "body aches" was updated as "severe". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis and metrorrhagia. Concomitant products included ibuprofen. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), feeling abnormal ("fog head, brain fog"), vaginal haemorrhage ("vaginal bleeding"), pain of skin ("rashes or skin conditions type: pain"), pruritus ("itchy"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and pain ("body aches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with unilateral salpingo-oophorectomy - right). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, hot flush, feeling abnormal, vaginal haemorrhage, pain of skin, pruritus, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, nervous system disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, diarrhoea and pain outcome was unknown. The reporter considered bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hot flush, menorrhagia, migraine, nausea, nervous system disorder, pain, pain of skin, pelvic pain, pruritus, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: successful mechanical obstruction of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history and concomitant drug added. Updated suspect drug indication. Event injury deleted and new events pelvic pain, menorrhagia, hormonal changes describe: hot flashes, brain fog, vaginal bleeding, rashes or skin conditions type: pain, itchy, bladder disorder, urinary problems, migraines, headaches, nausea, dental problems, neurological conditions or problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: diarrhea and body aches added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.